Manufacturer narrative:
Final device analysis revealed no significant anomalies, but the product was out of specification.

Event description:
It was reported through a product return that the interstim pt expired. To this date the cause of death could not be obtained. Further info is still being requested.